Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring chest compressions. During a right-sided atrial flutter case, a pericardial effusion was noticed. While ablating along the cavo-tricuspid isthmus line (cti line), about midway through ablation (halfway between the valve and the ivc), the physician noticed a steam pop in the patient. Simultaneously the smartablate generator immediately cut off ablation, as the impedance spike cut off was reached (cut off was set to 50 ohms). The physician went back on ablation and completed the cti line ablation until the end of the eustachian valve. Then it was confirmed they had achieved cti block, and the procedure had completed. When the catheters were being removed from the patient's body, the physician noticed that the patient appeared to be "pale and disoriented." The caller had noted that prior to the steam pop, the patient's blood pressure was in the "160s" mmhg, and about 5 minutes after the steam pop occurred, the patient's blood pressure was reading in the "50s" or 58mmhg. The physician then used an ultrasound probe on the outside of the patient, and the physician then noticed a possible effusion present on the ultrasound system. At this point the patient became unresponsive and that chest compressions were administered to the patient's chest, and the patient began emitting "grunts" or sounds, and "code blue" was called for the patient. The caller reported that an ultrasound echo team was then brought in, and the pericardial effusion was confirmed via tee. At that point the medical intervention provided was a pericardiocentesis and about 150cc of fluid was removed. The patient was reported to be in stable condition. The physician believes the adverse event was procedure related and the steam pop could have likely caused the issue. Patient required extended hospitalization of overnight stay for observation. The patient fully recovered (no residual effects). Transseptal puncture was not performed, and ablation was performed prior to noting cardiac tamponade. An irrigated catheter was used in the event, the flow setting: normal flow rate for thermocool® smart touch® sf bi-directional navigation catheter (15ml/min at 50w). Visualization features used were dashboard, vector and visitag. Visitag module was used, what parameters for stability were used were, range: 3mm; force over time (fot) of 25% and 3sec over 3g; tag size: 3mm with no additional filter. The customer¿s reported high impedance issue was assessed as not reportable since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
On 5/18/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed no visual damage. Upon receipt, the device lot # was verified to be 30506877m by electronically erasable programmable read only memory. As such, field d4. Lot has been populated. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 90-year-old male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring chest compressions. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).